Event description:
A malfunction on the customer's pump was reported, although no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset process. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. The customer was instructed to call back if the malfunction code recurred, which they acknowledged and understood.